Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 100% stenosed and totally occluded, concentric and de novo target lesion being treated was located in the non-calcified and non-tortuous left circumflex (lcx) artery. Two guide wires were advanced to the target vessels; the distal large obtuse marginal (om) and to the distal lcx. A 28x3.00mm taxus liberte stent delivery system (sds) was then advanced to the proximal part of the lesion in the om and deployed at 14 atms. The guide wires were exchanged and a 2.0x20mm apex balloon catheter was advanced through the struts of the deployed stent and the balloon was inflated in order to separate the stent struts. A 24x2.75mm taxus liberte sds was then advanced through the separated stent struts and into the mid to distal lcx. While passing through the deployed stent the 24x2.75mm stent got caught up and the device was removed. Upon removal it was noted that the posterior part of the stent was flared. The procedure was completed at this point. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device identified distal stent damage. The distal end of the stent was stretched to 4mm over the distal end of the distal markerband. The stent was pinched flat. The tip was slightly flared. Kinks were identified along the entire length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the midshaft, therefore indicating the device had been prepped for use. Attempts to insert a 0.015 inch product mandrel were unsuccessful due to solidified blood present within the guidewire lumen. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the femoral artery. The 100% stenosed and totally occluded, concentric and de novo target lesion being treated was located in the non-calcified and non-tortuous left circumflex (lcx) artery. Two guide wires were advanced to the target vessels; the distal large obtuse marginal (om) and to the distal lcx. A 28x3.00mm taxus liberte stent delivery system (sds) was then advanced to the proximal part of the lesion in the om and deployed at 14 atms. The guide wires were exchanged and a 2.0x20mm apex balloon catheter was advanced through the struts of the deployed stent and the balloon was inflated in order to separate the stent struts. A 24x2.75mm taxus liberte sds was then advanced through the separated stent struts and into the mid to distal lcx. While passing through the deployed stent the 24x2.75mm stent got caught up and the device was removed. Upon removal it was noted that the posterior part of the stent was flared. The procedure was completed at this point. No patient complications were reported and the patient's status is stable.